Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient is slim and the implant in their butt sticks out and has since the beginning. The patient said at first she had swelling from the implant surgery, so initially the implant did not stick out because she had swelling, but once the swelling settled down it became more prominent to where she noticed the implant sticking out. The healthcare provider suggested calling to discuss a newer, smaller implant to replace the device or even having the implant taken out. The device was not working as it was not providing the patient coverage for her pain. The patient reported that over the course of the implant, she has seen representatives at least 10 times. The patient said that last representative who adjusted her settings said that things were not going to get better and the therapy was not going to work for her because of the patient¿s anatomy. The patient said that since implant she has not really gotten a decent sleep. The patient further reported that she has been having severe migraines so much so that she is concerned about a spinal fluid leak. She was seeing a migraine specialist next week because the migraines have been so severe with almost daily headaches. The patient does not know if the migraines were being cause by the therapy but that when migraines are at their peak intensity she turns off the implant because therapy irritates, and this has resulted in her not using her therapy 70% of the time. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their pain managing physician was notified of their issues. However, they noted that the physician did not seem too connected with what was going on, so the patient will be seeking a neurologist. The patient stated that the manufacture¿s newest battery isn't significantly small enough in comparison to their current one. They indicated that a manufacturing representative suggested that the manufacturer¿s new battery was not sized down enough for the patient to consider replacing their current battery with it. The patient stated that they are considering just having the ins removed. They noted that they are extremely frustrated at this time. The issue was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the ins never helped the patient's back but it helped their sciatica. The patient was scheduled to have a consultation to have the ins removed on (B)(6) 2019. The patient wanted all of the components removed. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-17. It was reported that there was poor coupling with recharging the implantable neurostimulator (ins), the ins stuck out and it was noted that it also tilted. The patient usually repositions and places some pillows against the ins location to hold it in place. The antenna locator (al) feature was performed and it resolved the coupling issues; 6-8 bars were reported. There were no further complications reported or anticipated.